Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received step-by-step guidance to perform pump reset, confirmed error did not recur, and successfully started sensor session, resolving issue.